Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The opticross hd catheter was introduced for intravascular ultrasound (ivus) examination of the target lesion through a 6 fr non-boston scientific guide extension catheter, however, difficulty was encountered delivering the opticross. Upon completion of the ivus run, it was difficult to remove the opticross from the guide extension catheter, and it was noted that the opticross distal radiopaque marker band had broken off in the lad. The physician attempted snaring, but the broken piece moved proximally and ultimately embolized into a distal obtuse marginal (om) branch. Snaring of the piece continued, but a synergy xd 3.0 x 16 mm stent was ultimately placed to tack the piece against the wall of the artery. The procedure was aborted for treatment at a later date. The patient fully recovered.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The opticross hd catheter was introduced for intravascular ultrasound (ivus) examination of the target lesion through a 6 fr non-boston scientific guide extension catheter, however, difficulty was encountered delivering the opticross. Upon completion of the ivus run, it was difficult to remove the catheter from the guide extension catheter, and it was noted that the opticross distal radiopaque marker band had broken off in the lad. The physician attempted snaring, but the broken piece moved proximally and ultimately embolized into a distal obtuse marginal (om) branch. Snaring of the piece continued, but a synergy xd 3.0 x 16 mm stent was ultimately placed to tack the piece against the wall of the artery. The procedure was aborted for treatment at a later date. The patient fully recovered.

Manufacturer narrative:
H6 patient codes: corrected.